Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and material separation was able to be confirmed. The difficulty removing was not tested due to the condition of the returned unit. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Cine images were returned and reviewed by an abbott clinical specialist and revealed that the patient had stenosis of 2 prior non-abbott stents that had been implanted in a brachiocephalic fistula. The armada 35 balloon dilatation catheter (bdc) was inserted and inflated once without difficulty, but after the second inflation there was resistance noted during removal and balloon rupture was identified. Therefore, the balloon was removed with the sheath from the anatomy and the rupture of the balloon was confirmed with the additional finding of separation of the balloon from the catheter. The images provided confirm the reported information. Based on a visual inspection, scanning electron microscopy (sem) analysis and review of the cine images, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of a restenosed av fistula in the brachiocephalic vein the armada 035 balloon dilatation catheter (bdc) was inflated distal to 2 overlapping restenosed non-abbott stents to unspecified atmosphere (atm), but not above rated burst pressure (rbp) and deflated without issue. The bdc was pulled back inside the stent and a second inflation at unspecified but not above rbp atmosphere and deflation without issue was performed. During the attempt to remove the bdc resistance was met and it was noted to be stuck for an unspecified reason. Angiography revealed the balloon had ruptured. The bdc and sheath were removed as a system and it was noted that the device had separated radially and was bunched at the distal end of the sheath and within the sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.